Event description:
Event: unresolved type I endoleak. Case details: the pt was reported to have a tortuous and ectatic superior neck. A type I endoleak was noted at the superior attachment system that was not resolved with repeated balloon inflations. No other intervention was performed. The pt will be monitored by the physician.